Event description:
A malfunction alarm was reported by the customer for a tandem pump, identified as malfunction 199. Although this error was noted, there was no adverse impact to the customer's blood glucose level. Technical support guided the customer in resetting the pump, and after the reset, the malfunction code did not recur. The customer was advised to monitor the pump and to contact support if the issue reappeared, which the customer acknowledged and understood.